Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, it was noted the device had red cacks, black dots and blurry on the image. Based on the results of the investigation, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during procedure, when flushing, the bronchofibervideoscope with scope water, it had black substance in it, however the brush came out clean. There were no reports of patient harm.